Event description:
Device report from synthes (B)(4) reports an event as follows: it was reported the patient underwent a deformity correction surgery. During the rod contouring the stainless-steel rod broke in-situ causing a forty-five (45) minute delay in the completion of the surgery. There were no fragments generated. The rod broke as larger pieces, and it was removed. The surgery was completed successfully by using a titanium rod instead. Reportedly there was no consequence to the patient. This report is for a rod. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Procode: additional narrative: osh, nkb, mnh, kwq, and mni. A review of the receiving inspection (ri) for viper2 straight rod480mm, cocr was conducted identifying that lot number gm56288 was released in a single batch on february 02, 2021 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. A photo investigation was completed: the complaint device was not received for investigation. A photo investigation was performed based on the provided image. The image was reviewed, and the complaint condition is not confirmed. The rod(s) in the provided photo do not show any signs of breakage or visual defects that would contribute to the complaint condition. A definitive assignable root cause could not be determined based on the provided information. As the device was not returned, an as-received condition could not be assessed and a dimensional inspection and document/specification review were not completed. During the investigation, no product design issues or discrepancies were observed (based on the image) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the viper2 straight rod480mm, cocr was broken into 2+ pieces. All fragments were returned for examination. No other issues were identified. A dimensional inspection was not performed for the viper2 straight rod480mm, cocr device due to the post-manufacturing damage. The observed condition of the complaint piece was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the viper2 straight rod480mm, cocr would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed - viper2 - straight rod cobalt-chromium (current and manufactured) device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D9, h4, h3, h6: the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.